Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test and had a blank display. The blood glucose reading was 130 mg/dl. The customer stated that every time he changed the battery, the device had to have its battery changed 3 to 4 times due to the failed battery test alarm. He stated that when he reached for the insulin pump, he noted that the display was blank. He did not recall what he was doing before the alarm had occurred. He noted that the alarm first alarmed about 6 months prior and had recently become more frequent. The customer noted that there were scratches on the display, although this did not make it difficult to read. Upon troubleshooting, the display did return. Advised the customer that a replacement battery cap would be sent. Nothing further reported.